Event description:
It was reported that the patient sought medical attention at the accident and emergency department (a&e) of (B)(6) on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod for 67 hours. The pod was removed on (B)(6) 2026 and the site was observed to be inflamed, red, hot to the touch, painful with a harm lump and purulent discharge. The patient was taken to a&e on (B)(6) 2026 where they were diagnosed with an infection. The site was drained and cleaned by the doctor. The patient also had their temperature and vital signs checked (outcome of these tests were not reported). The patient was released 5 hours later, on the same day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.